Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii and "waterfall type deformity". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii and "waterfall type deformity". Device has been explanted.